Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of noise resulting oversensing were noted on the right ventricular lead. No intervention was performed to resolve the event and the patient was stable.

Event description:
New information received indicating the lead was explanted and replaced.